Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all lights on the module controller were nonfunctional, except the power light at the station. A field service engineer replaced the controller and reached out to medbank support to properly configure both drawers to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medbank system, drawer was not configured due to a controller failure, which hindered users from accessing medications. This incident did not cause any delays in dispensing medication to patients, as the unit continued to monitor medication usage. However, staff had to manually keep the tower door open until repairs were completed. There were no adverse events or injuries reported based on this event.